Manufacturer narrative:
A leak test found that fluid flowed through the fluid path but exited prematurely due to a tear in the soft cannula. Due to the internal tear, a leak test was unable to be performed on the external portion of the cannula to confirm the reported event. No signs of corrosion/leak damage were noted on any of the internal components. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 15 mmol/l (270 mg/dl). The pod was reportedly leaking while worn on the arm for between 1 and 4 hours.